Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.

Event description:
The 4-40 stud on the demo device broke off during assembly. There was no case involvement or pt consequence.